Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admit with complaint of drainage, redness, and discomfort at driveline. The patient had pulled the driveline accidently. Wound culture revealed (B)(6) species. The patient was treated with vancomycin and cefepime in hospital. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on the left ventricular assist system (lvas) and no related issues have been reported at this time. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.